Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.

Event description:
Per st. Jude, patient was admitted for worsening fatigue and dyspnea on exertion along with chest heaviness. Left and right heart cath revealed 100% occlusion of previously placed stent in svg. Patient was discharged and will start cardiac rehab.